Event description:
Prior to a device upgrade procedure, noise was observed on the right ventricular (rv) lead. During the procedure, insulation damage was observed on the proximal portion of the lead near the suture sleeve. The rv lead was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of noise problem and insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks. The cause of the external insulation abrasion is consistent with friction with another device.